Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The patient had fluid at the catheter site. A dye study and x-rays were done. It was found that the distal segment of the catheter had dislodged; the catheter was out of the intrathecal space. On (B)(6) 2015, the catheter was revised. The patient was doing much better following the revision. The device system was delivering dilaudid.